Event description:
Surgeon opened product and when he placed in saline rinse, he noted that the product did not appear to be large enough, 8cm x 8cm. He measured the product and it actually measured 6.5cm x 6cm. The surgeon proceeded to use the product anyway in the patient. Patient is doing fine. Lifecell is now reporting as a malfunction with the potential to contribute to a serious injury if the malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method: review of information reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot. Results: review of the device history records resulted in no remarkable findings; at the time of initial investigation, (B)(4) other similar complaints were reported to lifecell against lot s10624. Of the (B)(4) devices processed for lot s10624, (B)(4) devices were distributed. Conclusion: this lot and piece size were part of a recall. Lifecell is now reporting as a malfunction with the potential to contribute to a serious injury if the malfunction were to recur.